Manufacturer narrative:
The reported event was confirmed, based on available medical records and professional healthcare expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- "the tibial component shows radiolucence, some displacement and a periprosthetic fracture lateral anterior. Therefore loosening, migration and periprosthetic fracture can be confirmed. The pe cannot be assessed directly in the CT, however, there is no clear evidence of loosening or dislocation. The talus then does not show relevant radiolucence or other signs of dislocation." Based on investigation, the root cause was attributed most likely to a patient related issue. The failure was caused by periprosthetic fracture near tibial component that resulted in displacement and migration. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery to revise both tibia and talus. The surgeons wants to use the invision, likely some tibia base build up and an inbone 2 tibial stem that extends enough up that feels secure. Also will revise the talus component and drop down a size on the talus for feel the width of the original one put in may have been a bit wide for the lateral gutter. Original was a size 4 infinity tibia and size 4 infinity chamfer talus.

Event description:
There is an upcoming revision surgery to revise both tibia and talus. The surgeons wants to use the invision, likely some tibia base build up and an inbone 2 tibial stem that extends enough up that feels secure. Also will revise the talus component and drop down a size on the talus for feel the width of the original one put in may have been a bit wide for the lateral gutter. Original was a size 4 infinity tibia and size 4 infinity chamfer talus.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.